Event description:
According to the facility, "some of our cath packs have had defective syringes in them. They look either smashed or melted." Per the facility, "no patient was harmed."

Manufacturer narrative:
According to the facility, "some of our cath packs have had defective syringes in them. They look either smashed or melted." Per the facility, "no patient was harmed." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.